Event description:
Patient here today to have her nova max glucometer check reports that she has been getting very high blood sugar results over 300 fasting for 1 week when her sugar is well controlled, when checking patient's test strips with clinic meter using control solution, results were out of range 209mg/dl, control ranges 82-127 mg/dl, found test strips defective, patient was instructed to go to pharmacy for new test strips, safe storage of glucometer and test strips reviewed with patient with handout given, patient verbalized understanding.